Manufacturer narrative:
Patient ethnicity is unknown. It is unknown when patient¿s infection began. This report is for unknown locking trauma screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal of proximal tibia plate, six (6) variable angle (va) locking screws and three (3) cortex screws on (B)(6) 2018 due to infection. The hardware was originally implanted on (B)(6) 2018. This was a scheduled removal with no intraoperative issues or post-operative issues. Procedure was completed successfully with no reported delay. There was no patience consequence reported. This report is for unknown locking trauma screws. This is report 3 of 3 for (B)(4).